Manufacturer narrative:
Tw # (B)(4) updated sections: b4, d9, g3, g6, h2, h3, h6, h11, the device was returned to the factory for evaluation on 08/08/2025. Photographs were provided by the account. A photographic evaluation was conducted. Product information was observed in one photograph. Sings of clinical use and evidence of blood was observed on the clear intact silicone insulation on the cold jaw. The clear intact silicone insulation on the hot jaw was observed to be intact. The heater wire was observed to be flexed away from the hot jaw at the center of the hot jaw. No other visual defects were observed in the photograph. An investigation was conducted on 8/14/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle. There were no visual defects observed on the intact clear silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the center of the hot jaw to the tip of the hot jaw but remained attached at the tip of the hot jaw. The shaft of the device was observed to be broken in a two places along the shaft of the device. No other visual defects were observed. No additional testing was conducted due to the condition of the shaft. Based on the photographic evaluation as well as the returned condition of the device and the evaluation results, the reported failure "material twisted/ bent wire" was not confirmed, however, the analyzed failure "break- shaft" was observed. The lot # 3000466797 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure.

Event description:
N/a

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery device where the side is coming away. This is the first time they have seen this. No delay, except for getting another hp2 and opening it which is not ideal. Per the photo it shows that the heater wire is lifted. There were no components of the device (metal / silicone) that detached into the harvesting tunnel / inside the patient there was no patient harm.